Event description:
It was reported that there was a slippage with patient involvement on the mayfield skull clamp. No other info was provided. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.